Manufacturer narrative:
Amendment: per response from the sales representative, the device was explanted prophylactically. This is no longer reportable and does not meet complaint criteria. Please disregard report 2124215-2024-13863.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.